Manufacturer narrative:
(B)(4). Difficulty during inflation/balloon movement (watermelon seeding) within the lesion may be due to factors including, but are not limited to, manufacturing, material properties, balloon size, patient anatomical/lesion morphology and patient disease state, placement of the balloon within lesion, inflation technique or an interaction with accessory devices. Since there was no report of any damage observed to the catheter prior to the procedure, this may suggest that a product deficiency did not contribute to the reported complaint. Additionally, the catheter was first used to treat the mid circumflex without issue, further indicating that the difficulty experienced may have been related to the 99% stenosed lesion. It is possible that the balloon was expanded in a narrow portion of the lesion such that it slipped/watermelon seeded as a result, although this cannot be confirmed. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported difficulty inflating the balloon/movement cannot be determined. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all balloons are visually inspected for proper fold configuration and a sampling of units is also destructively tested to verify proper balloon inflation/deflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that pre-dilatation of the mid circumflex was performed with the 2.5 x 12 trek rx balloon, twice at 10 atmospheres. A 2.75 x 15 mm xience v stent was then implanted. The same trek rx balloon was being used for pre-dilation of the mid left anterior descending artery that was 99% stenosed; however, the balloon slipped out of the lesion during the first inflation at 7 atmospheres. The trek was replaced with a 2.5 x12 non-abbott balloon, and then a 2.5 x 12 mm xience v stent was implanted to complete the procedure. There were no adverse patient effects. No additional information was provided.